Event description:
The implant broke during the surgery. Impossible to get any further information from the user. Manlfunction report states broken piece was removed manually.

Manufacturer narrative:
Two devices were returned for evaluation. Sample one the distal tip of the anchor and suture were not returned. The anchor is broken at the suture eyelet. The two inserter anchor tines are bent. Sample two the anchor is fractured at the suture eyelet. Removal of the anchor shows one inserter tine is bent over and one has broken off in the anchor. Without knowing the technique utilized when inserting the anchors a root cause cannot be determined. (B)(4).